Manufacturer narrative:
Additional information: section b5: through follow-ups, we learned that the patient had contact with the shooter of the first iol; however, it is unknown which of the two iols was involved. The postoperative visual acuity is sc 0.6, cc 0.8p (+0.25sph. -1.5cyl/179°) the patient does not wish to have an add-on iol in the left eye. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: the photographs provided by the customer were evaluated. The photographs displayed the suspect product. The plunger rod can be observed to be advanced. The lens can be observed to be stuck inside the cartridge tip. Due to no product received, no further evaluation could be performed. No further issues could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was extremely tight in the shooter and came out torn. This issue was identified during handling, prior to insertion. The patient was implanted with a different iol, model dib00. The patient is doing well, and the postoperative visual acuity is better than the preoperative visual acuity. No further details were provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 09-oct-2024. Section h3. Device evaluated by manufacturer? Yes . Device evaluation: photographs provided by the customer were evaluated. The plunger rod was observed to be advanced. The lens was observed to be stuck inside the cartridge tip. The complaint device was returned. Visual inspection revealed that the plunger rod was completely retracted. A torn lens could be observed in the tube of the cartridge and a haptic was detached; the cartridge tube was also damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no viscoelastic residue or damage. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and no resistance was identified; however, the plunger rod tip was bent. The lens was removed from the cartridge and handpiece tray presenting torn and with the haptics detached. The complaint issue "stuck in cartridge" was identified during photo and product evaluation and the complaint issue "iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.